Event description:
Report received of a possible backflow of a muscle relaxant into the cassette of the tubing set. The customer reports that the patient came from surgery with lactated ringers as the main IV fluid via gravity, but clamped. Ancef was infusing via the cassette scondary port. The patient was in the recovery room for 30 minutes and was reported to be awake and alert and ready to be transferred to the floor. The ancef had completed and was truned off. The lactated ringer's solution was put on the pump and turned to run. Two minutes later the patient had a respiratory arrest and needed to be manually bagged for 10-15 minutes. The patient's heart rate and rhythm stayed normal sinus rhythm. The patient's oxygen saturation decreased to 82-83%. The anesthesiologist reportedly believes the mivacron, a short acting muscle relaxant, which was given for the patient's procedure, had possibly backflowed to the cassette. Then, when the lactated ringer's solution lwas placed in the pump to infuse, the patient received a bolus of the mivacron. The mivacron is given IV push via the lowest port and it takes 1cc to paralyze a patient. The patient was reported to have stated patient "could hear everything but couldn't move". The lactated ringer's bag and tubing set was changed. The patient recovered without further incident and was transferred out of the recovery room. Additional patient information was requested, but no further information was available.